Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient on impella 5.0 had low pump flow. Ongoing suction alarms were noted for which they administered fluid in order to reduced p level. The ps became unreliable. Walked through zeroing the sensor with no effect. Explained the suction could be false and to use the estimated flow chart to determine impella flow. Csc called in to help silencing suction alarms. The rn called back stating the ps not reliable alarm is no longer present, but the suction alarm has returned. On ic the ps is 160/100. Advised the ps is not accurate and giving a false suction alarm. Disabled audio for suction. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.